Event description:
It was reported via work order that the fowler was stuck due to CPR release arm being detached and jamming the fowler motion. It was further reported that the fowler motor malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.